Event description:
Patient had mesh sling removed in the or d/t persistent pain. Patient who had an anterior elevate mesh placed at an outside institution. She has had pain since that time. The mesh was in the proper position and there was no erosion noted.